Event description:
It was reported that customers insulin pump had a malfunction with damage to the charging port. There was no reported impact to the customer¿s blood glucose level. The customer did not want to troubleshoot the issues, and no additional information regarding corrective actions or outcomes was provided.